Event description:
A pt who was 3 days late for her period had her urine tested using the hgc urine assay. The result was negative. The pt was to have a endometrial biopsy performed. The lab supv decided to draw a blood sample for quantitive hcg testing (method unknown). The result of the quantitative test was 34mlu/ml. An ultrasound was then performed and confirmed that the pt was pregnant. The initial urine sample tested on the assay was a first morning void. An opened kit lot/number 690604 was returned from the customer for in-house tesitng. No sample was returned. Negative control, positive control and positive control dilutions were tested using both the returned kit and an in-house kit of the same l/n. Testing results were acceptable.